Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump was explanted on (B)(6) 2021 due to infection, pseudomonas possibly started around (B)(6) 2021 per the rn (registered nurse).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving morphine (10 mg/ml at 1.250 mg/day) and bupivacaine (20 mg/ml at 2.500 mg/day) via an implantable pump for failed back surgery syndrome. It was reported that the patient was having pain at their pump pocket so surgical intervention was required to reposition the pump. There were no external factors involved and no diagnostics/troubleshooting were performed. The issue was resolved. The patient's weight was (B)(6) pounds and had a medical history of failed back surgery syndrome. The patient was without injury at the time of the report. Additional information was received from the rep on 2021-05-06 who reported that the patient was referred to a wound clinic regarding their pump site incision. The patient stated the pump was helping their chronic pain but they had intense pain at the pump pocket. It was not infected and there was no drainage, warmth, or edema. It was slightly tender to the touch and there was erythema surrounding the area. A 1 inch round black eschar was over the incision site. It was recommended that the pump to be moved to their abdomen due to it possibly eventually being exposed.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. The 8598a catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.